Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip was slightly touched the 1st deployed clip at the 2nd firing and malformed at the 2nd firing. After that, clips were malformed continuously. Another device was used to complete the case. There were no adverse consequences to the patient.